Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (345 mg/dl). Customer stated the cause of the elevated bg level was unknown. A correction bolus via the pump was delivered to address bg level. Customer declined to perform troubleshooting with tandem technical support for the elevated bg level.